Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross requiring an additional device; medical intervention. Device issue: failure to cross. It was reported that the graftmaster did not cause additional complications; however, it would not travel through the circumflex ostium to reach the pinhole perforation site. The perforation was closed with a long ptca balloon inflation. (The initial perforation was caused by another company's balloon rupture.) The patient was in stable condition and was discharged. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - the device was not returned to abbott vascular instruments for investigation; therefore, it is not possible to make an informed judgement as to the root cause of the complaint. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices, and/or previously implanted stents. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications.